Manufacturer narrative:
Product event summary: a distal portion was received measuring 39.5 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 6949-58 defib lead, implanted: (B)(6) 2007; product ID d154awg defibrillator, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that during the prophylactic removal of the device and right ventricular (rv) lead, there was proximal insulation damage to the right atrial (ra) lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the prophylactic removal of the device and right ventricular (rv) lead, there was proximal insulation damage to the right atrial (ra) lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.